Manufacturer narrative:
The device was returned to the design house in (B)(4) for an engineering investigation. The investigation determined that the sf74 was due to a software issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault 74 after a power failure event. There was no patient injury reported as a result of this incident.